Manufacturer narrative:
Date of report: 01mar2019. Date rec¿d by MFR: 01mar2019 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 03/18/2019. Information was received that the customer found that the issue was with the keypad. The customer ordered a new keypad submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. The customer troubleshot with technical support and ordered a battery to address the issue.

Event description:
It was reported that when the ventilator is connected to alternate current (ac) it beeps every 15 seconds.no patient involvement. Event date not specified; estimate used.